Event description:
It was reported that a data loss of already reported data can occur. There may be a clinical impact in cases where follow-up examinations or comparisons are necessary. In very rare cases, unreported data could also be affected, but would immediately be recognized by the radiologist. Images in these cases would still be available in the modality location.

Manufacturer narrative:
Tests done on various software versions (va20a, va20b, va20b_hf03, va20b_hf04, va20c) indicate that the data loss reported in this issue happens only with va20b_hf04 (not on software versions before or after va20b_hf04). In all versions other than va20b_hf04, the deletion protection is set, even though auto archive job is not added. A csan (customer safety advisory notice) will be created to inform affected customers about the issue ((B)(4)). A speed info will also be created to inform the field about the issue and the workaround (set delete protection to all affected data, run archive now tool). This issue is solved with va20c software, which is already available. A separate safety ui for va20c software upgrade has been released for all affected customers. In the ui the prerequisite for the update to va20c will be given. The ui for this upgrade will be (B)(4) (reports of corrections and removals: 2240869-02/03/12-0004-c).